Event description:
The customer reported that an 840 ventilator had a blank screen. The ventilator was not in use on a patient at the time the malfunction occurred. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and upgraded the graphical user interface (gui) display from 9.4 to 10.4. The unit passed extended self-testing.

Manufacturer narrative:
Covidien reference number (B)(4).